Event description:
The customer contacted spacelabs healthcare technical support to report that a xhibit central station (xcs) had become frozen. There was no report of patient or user harm associated with the event. A spacelabs technical support representative walked the user through performing a hard reboot of the xcs. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.